Event description:
A malfunction was reported by the caller regarding the pump. The customer¿s blood glucose level did not exceed 500 mg/dl and was therefore within the normal range. The customer indicated the malfunction code displayed was "malf 0," which was resettable, and the fault ID available was "0x277d."